Event description:
During right acl surgery, the flipcutter ii (10mm) surgical instrument broke while drilling by surgeon. The fragments were removed by the surgeon and the c-arm confirmed no loose or retained hardware. There was no harm to patient.